Event description:
It was reported that in the proximal portion of the catheter shaft, the electrical wires were visible and frayed. During preparation for a procedure, a viking electrode catheter was selected for use. It was noted that in the proximal portion of the catheter shaft, the electrical wires were visible and frayed. The original device was used to complete the procedure without patient complications. The device is expected to be returned for analysis. It was clarified via good faith effort (gfe) that the device was replaced with a new catheter of the same model to complete the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this viking electrode catheter was visually inspected. It was found that the connector was detached, confirming the reported event of catheter shaft tears/rips/holes/sep dev matrl. It is most likely that the reported event was due to some other factors, such as handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure, which impacted the performance of the device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that in the proximal portion of the catheter shaft, the electrical wires were visible and frayed. During preparation for a procedure, a viking electrode catheter was selected for use. It was noted that in the proximal portion of the catheter shaft, the electrical wires were visible and frayed. The original device was used to complete the procedure without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that in the proximal portion of the catheter shaft, the electrical wires were visible and frayed. During preparation for a procedure, a viking electrode catheter was selected for use. It was noted that in the proximal portion of the catheter shaft, the electrical wires were visible and frayed. The original device was used to complete the procedure without patient complications. The device is expected to be returned for analysis. It was clarified via good faith effort (gfe) that the device was replaced with a new catheter of the same model to complete the procedure.

Manufacturer narrative:
B5; describe event or problem - updated to clarify that per good faith effort (gfe) the device was replaced to complete the procedure. Originally reported as original device used.